Event description:
It was reported that during an unknown procedure, the clip would not release from the device and the jaws stayed closed and would not open. The surgeon tugged the device from the tissue without any tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Lockout the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The device was cycled and the advancer was noted in good condition, however no clips were fed. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The batch record was reviewed and no anomalies were noted during the manufacturing process.